Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited changes in morphology, under-sensing on the right ventricular (rv) channel, and failure to capture on the left ventricular (lv) channel. A technical service (ts) consultant was asked to review device data. Ts provided recommendation for lead integrity testing including pocket manipulations, posture changes, isometric, and thresholds testing. The device remains implanted. No adverse patient effects were reported. Several attempts to obtain additional information regarding the manufacture or model/serials of leads, have been unsuccessful.